Event description:
It was reported that the patient was experiencing pain due to placement of the ipg. It was also reported that the ipg had migrated. The patient underwent an ipg repositioning procedure and doing well postoperatively.

Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event.